Manufacturer narrative:
This is the third complaint reported for this finished goods lot; however the second for this issue. Review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the connector of the suction tubing did not seal properly to the handpiece during a procedure. The connection issue allowed air to infiltrate causing bubbles and vacuum to rise. The surgeon rotated the connector onto the handpiece which allowed for a better seal. The procedure was complete with no patient harm.